Event description:
The customer received analyzer alarms and questionable high elecsys dhea-s and low elecsys pth immunoassay results for several patient samples from the cobas 8000 e 602 module. Of the data provided, only the pth results were a reportable malfunction. Patient 1 initial result was 5.14 pg/ml and the repeat on the other analyzer was 33.56 pg/ml. Patient 2 initial result was 17.61 pg/ml and the repeat was 72.77 pg/ml. The erroneous results were not reported outside of the laboratory. There was no adverse event. The reagent lot number was 302666. The expiration date was requested but was not provided. The field service representative could not determine a cause. He checked the mechanical adjustments and verified the system pressure. He found salt buildup on the pro-cell/ clean cell nozzles. He flushed the sipper flow path and performed measuring cell preparations. He verified the system operated with no errors and ran system volume checks and precision testing.